Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 ipg, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that post implant of the left ventricular (lv) lead the patient experience phrenic nerve stimulation in all vectors with left ventricular/right ventricular pacing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.